Event description:
During an impedance check performed for a patient implanted with a permanent evoke spinal cord stimulation (scs) system, multiple disconnected electrodes were identified. A lead revision was performed to resolve the reported event. The impedance check was performed as part of routine device check before performing magnetic resonance imaging (MRI). The disconnected electrodes did not impact patient therapy. Following the revision procedure, the MRI was completed.

Manufacturer narrative:
The reported disconnected electrodes were identified on one (1) lead. The product details for the two (2) implanted leads are not able to be distinguished. The second lead details are below: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878, catalog#: 3008, serial/lot #: (B)(6), gtin: (B)(4), manufacturing date: 25/sep/2023 , expiration date: 24/sep/2025.